Event description:
The manufacturer service technician reported that a piece of the attachment was still in the drill while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Based on the original reported event, the event was assessed as likely to cause or contribute to a death or serious injury if it were to recur. After completing our device evaluation and obtaining additional information, it was determined that there was no malfunction with this device. The reportable attachment disassembly event was filed under MFR report # 3015967359-2023-00352. This report was filed in error.

Event description:
The manufacturer service technician reported that a piece of the attachment was still in the drill while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.